Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified surgery. No additional information was reported.

Event description:
It was reported that the patient presented with lumbar spine problems. The patient has significant pain that radiates posterolaterally down his left leg to the bottom of the calf. This began when he was picking up some flooring and had a sudden onset of some left leg pain. A left l4 selective nerve root injection, gave him temporary relief. He says that overall his pain is gradually getting worse. Radiological studies consisted of a MRI of the lumbar spine demonstrated spondylitic change at the l4-5 level with degenerative disc disease and broad based disc bulging. He also has significant stenosis for the exiting left l4 nerve root and the left l5 nerve root. The stenosis for the left l4 nerve root is in its foramen. The left l5 nerve root demonstrates stenosis at its lateral recess. This is due to a combination of degenerative disc change and facet arthropathy at the left l4-5 level. Plain xrays obtained demonstrate degenerative disc change at the l4-5 level with collapse of the disc space and retrolisthesis l4-5. The patient underwent minimally invasive l4-5 fusion to treat instability, disc space collapse, and retrolisthesis with associated low back pain and left leg pain. The l4-5 decompression and fusion consisted of the following: left l4-5 facetectomy and foraminotomies for the left l4 and l5 nerve roots, left l4-5 discectomy, l4-5 tlif with interbody cage, rhbmp-2/acs, and autologous bone graft, bilateral l4-5 pedicle screw and rod fixation, and right l4-5 interlaminar bone fusion with rhbmp-2/acs and autologous bone graft. The patient tolerated the procedure well and there were no complications. Final x-rays demonstrated good position of the cage and instrumentation in the ap and lateral views. At 37 days post-op, the patient presented with recurrence of left low back pain and left leg pain. An MRI without and with contrast was conducted. The impression includes a fluid collection that filled the left l4-l5 neural foramen posterior-caudal to the left l4 nerve root, and filled the left l4-l5 lateral recess resulting in medical displacement of the left l5 nerve root. This fluid collection suggests from the MRI hemorrhaging or potentially proteinaceous contents. Bone marrow edema and enhancement in the l4 and l5 vertebral bodies that may reflect postoperative inflammation related to the recent l4-l5 discectomy and anterior interbody fusion. The possibility of infection at l4-l5 cannot be excluded. At 43 days post-op, the patient underwent a revision surgery. The surgery consisted of exploration of left l4-5 epidural area, and removal of left l4-5 epidural hematoma. Also, removal of left l4-5 pedicle screw and rod fixation, and replacement of this left l4-5 pedicle screw and rod fixation. There were no patient complications. At 34 days after the revision surgery, the patient presented with right leg pain and low back pain. An MRI demonstrated a fluid collection that fills the left l4-l5 lateral recess, resulting in mild posterior-medial displacement of the left l5 nerve root. There is diffuse bone marrow edema and enhancement in the l4 and l5 vertebral bodies. 41 days after the revision, the patient underwent another surgery based on the preoperative diagnosis of status post l4-5 minimally invasive fusion with postoperative left low back pain and left leg pain, and left l4-5 epidural blood/fluid collection. The findings from the surgery consisted of two separate walled off areas of what appears to be chronic blood, and some thin fluid. There were no patient complications. At 51 days after the second revision surgery, the patient presented with left leg radiculopathy. MRI demonstrated, in addition to other findings, a small ossific protrusion and which appears contiguous with the intervertebral spacer device which moderately narrows the left lateral recess. At 57 days after the second revision surgery, the patient underwent surgery based on the preoperative diagnosis of status post l4-5 lumbar fusion, with left low back pain and left leg radiculopathy. The operation performed consisted of exploration of the l4-5 area, evacuation of fluid at the left l4-5 epidural area, culture of epidural fluid, partial inferior laminectomy at l4 and partial superior laminectomy at l5, decompression of left l4 and left l5 nerve roots, and examination if instrumentation and bone fusion, and placement of a lumbar epidural catheter. The findings were some yellowish fluid at the left l4-5 area and some granulomatous tissue at the left l4-5 area as well with some compression on the exiting left l4 and l5 nerve roots. There were no patient complications.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information.

Manufacturer narrative:
Article citation: fauber, john. "Medtronic's infuse moves from operating room to courtroom." Medpage today. An everyday health property, 18 may 2014. Web. 19 may 2014. ¿http://www.medpagetoday.com/orthopedics/orthopedics/45827/¿.

Event description:
It was reported in an online article that the patient underwent a surgery in 2009 using rhbmp-2/acs. Post-op, the patient developed uncontrolled bone overgrowth. The patient has needed three, painful corrective surgeries since then, and doctors have told him there is nothing more they can do for him.

Event description:
On (B)(6)2009, the patient underwent a tlif at levels l4-l5 using rhbmp-2/acs. The patient's post-operative period was reportedly marked by painful swelling at the incision sites and increasingly severe back and leg pain. The patient also developed left foot drop and weakness, which necessitated the use of cane to ambulate. Imaging studies reportedly showed that the patient developed numerous complications and including, but not limited to, ectopic ossification, and resulting hematomas/seromas, inflammatory reaction at or near where the infuse was implanted, and osteonecrosis of vertebral bodies at levels l4-l5. Following his (B)(6) 2009 surgery, the patient underwent no less than three painful revision surgeries on (B)(6) 2009, (B)(6) 2009, and (B)(6) 2009 to drain fluid from the seromas. After each surgery, the patient reportedly experienced pain that has not subsided and takes numerous pain medications just to perform basic daily functions, all of which have made it impossible for him to sleep. M